Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained right ventricular oversensing (nsrvo) episodes were noted on the right ventricular (rv) lead. The episodes occurred due to rv lead noise. No intervention was performed. The patient did not experience any adverse consequences.